Manufacturer narrative:
(B)(4). Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge, and led flashed properly. Several attempts were made to connect and sync device. Unit failed to communicate and sync during rf association, problem was isolated to electronic assembly. In conclusion, unable to perform functional test due to communication anomaly, the customer complaint of transmitter not communicating was confirmed.

Event description:
Information received by medtronic indicated that the transmitter had lost sensor signal and cannot find sensor signal alarms. No harm requiring medical intervention was reported.